Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main circuit board was replaced to address the issue. Life related smell was confirmed, and the ui panel was replaced. The device passed final test.